Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation completed - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 14 of the bd ultra-fine¿ mini pen needle were unable to deliver insulin. The following information was provided by the initial reporter, translated from chinese to english: no water came out when the air was exhausted before use.